Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips filed service engineer conducted a site visit and determined that the system was failing to initialize with the host pc. Upon troubleshooting, fse identified the issue with the host pc. To resolve the issue fse replaced host pc, hard disk and software was reloaded. Upon further investigation it was identified that host pc fails to access hospital network. To resolve the problem, fse with hospital it department replaced the mac address with new pc and return the part for further analysis but no failure found. After replacement of host pc and hospital network adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.